Manufacturer narrative:
A boston scientific technical services consultant discussed programming options to help avoid this behavior. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient received a shock for sinus tachycardia because the rhythm started in the monitor only zone and accelerated into the ventricular tachycardia (vt) zone. No adverse patient effects were reported.